Event description:
In 2008, I implanted an acrysoft toric iol od into bk after appropriate preoperative testing. Approx three months later, the refraction was not what was predicted by the alcon acrysoft toric iol web site. I dilated the patient on that date to be sure the iol was in the proper position in the capsular bag, and it was. I reviewed all the calculations and re-measured (both manually and by iol master) the keratometry to be sure I had not made an error, but the results were the same. The end result of the implant was that it induced more astigmatism to the patient so that without correction, his vision was blurred. With proper correction the vision was 20/20 and there was not cystoid macular edema by ocular coherence tomography. I had implanted a acrysoft toric iol in the os four and a half months prior to original date, and there were no problems. I called alcon to report the problem (surgical iol clinical science alcon laboratories, inc. Office. I called md who told me he has had some patients similar to this on whom he has had to perform lasik to fix the problem. I called another md who told me a similar story. The patient was sent for consultation to md(third) who checked my measurements and performed a scan to rule out posterior keratoconus. She agreed with my findings and told me that one of her colleagues, (fourth) md, had similar cases. After a literature search at the national institutes of health library, but could not help me because all her information was proprietary. The patient will go to see first md for another consult in early 2009. Because I can find no information about this problem, but it does exist according to numerous personal reports, I would like FDA to investigate the results of this device so at least those of us who use this device could warn the patients of this possible outcome and the methods that will be necessary to ameliorate the problem (for example warn them of the need for unexpected spectacle correction or more ocular surgery). I believe that if the manifest refraction does not agree with the keratometry that there may be a problem with the postoperative result.